Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4198429. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, an opened physical sample was returned to aid in our investigation. Our engineers confirmed the presence of a black discoloration on the surface of the adapter, which was able to be wiped away. Based on the location of the foreign material our engineers have determined that it was most likely picked up by the adapter while the material was on the conveyor belt. Due to the small quantity of material present on the device, our engineers could not submit it for compositional testing to determine identity, which would allow further analysis of the root cause. To prevent future occurrences of this event our engineers have tightened line inspections and retrained the manufacturing and inspection teams. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc had foreign matter.